Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
On 28-apr-2025, the following additional information was obtained: additional information stated that, the issue occurred at 3 different instances, but no dates were available. The customer was just informed by the first assistant for the cases it was an ongoing issue once this incident occurred.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported grip strength issues with needle driver instruments when installed on universal surgical manipulator (usm) #4 and sometimes usm #2. The customer stated they could use the monopolar curved scissors (mcs) instrument without any issues; however, when trying to grasp needles with a needle driver instrument installed on usm #4 and #2, the needle would often fall out of the instrument's jaws. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to the customer to ensure the sterile adapters were reseated if the issue persisted. Isi followed up with the initial reporter and obtained the following additional information: the customer noted 3 instances of a needle falling inside the patient. The customer also mentioned an issue with closing scissors. The customer explained that an assistant had to manually manipulate the tips of the instrument(s) to get them to work properly. When the needle was fell inside the patient, the surgeon was sewing the cuff of the vaginal wall. The assistant stated that multiple surgeons had an issue with the arm malfunctioning. It is unknown how long the instrument was in use prior to the issue. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The instruments were not removed during the surgical procedure prior to the issue. The surgical staff did feel resistance while removing the instrument through the cannula. Upon final removal of the instrument, it is unknown if the wrist of the instrument was straightened. The surgical staff did not notice any damage to the cannula after the event occurred. However, damage was noted to the instrument. No additional surgical procedure was required to remove the needle(s). No post-operative tests such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed with no injury to the patient. The customer was unaware if the surgeon returned to the hospital due to experiencing any post-surgical complications. The customer was unaware of which instruments were in use during the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and completed maintenance which passed all requirements. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.